Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1 initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was a loose closure on two devices resulting in sample leaking. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields were updated due to additional information: b3: date of event: 13-nov-2024 investigation summary bd received three (3) photos for investigation. After review and analysis, no stopper popoff is observed within the photos. A total of 29 retained samples were sent for appropriate functional tests, with two of these samples resulting in stopper creepout/stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was a loose closure on two devices resulting in sample leaking. There were no health consequences or impacts reported.